Event description:
It was reported that a plate broke while it was being bent on the back table during a sternal closure for non-union resulting from a competitor¿s device. Despite the break, the plate was used / implanted. The procedure was successfully completed with no surgical delay. This report is for a titanium sternal locking plate 12 hole ¿ the total implant includes the plate and eleven (11) screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification codes: jdq and hwc. Device not reportedly explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. H4: unknown if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.